Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery has been depleting rapidly for the past few months and then recently depleted from 60% to 5%. There was no impact to the customer's blood glucose (bg) level. It was indicated that insulin pens were available for diabetes management.